Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30380136m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient, born in (B)(6), underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. There was no evidence of pericardial effusion before the procedure. During the procedure while delivering radiofrequency (rf) ablation along the ridge of the left superior vein, the physician noticed a pericardial effusion using the soundstar catheter. The patient¿s blood pressure dropped, and the physician requested a cardiovascular image ultrasound (cviu) which confirmed cardiac tamponade. Remainder of the procedure was aborted. Pericardiocentesis was performed to drain about 100-200ml of fluid from the pericardial space. The patient left the electrophysiology lab with the drainage tube in place and was admitted to the intensive care unit (ICU) for overnight observation. Extended hospitalization was required. Patient was reported in stable condition and had fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related when applying ablation along the ridge, the stability was not great and just going back and forth on the ridge, and used a ¿dv8¿ (esophageal moving device) which caused a movement of the esophagus. Transseptal puncture was performed with a baylis transseptal needle. There was no evidence of steam pop during the ablation. The maximum wattage used during the case was 45 watts. The total lesions were 131. The total ablation time was 1 hour and 1 second. The total fluid from ablation was 1345 ml. No error messages were observed on any equipment. The catheter irrigation was set at low flow. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were fti, range: unknown, time parameters: unknown, time size: 2. Fti was used prospectively as color option. Since the event is life threatening and required medical intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.